Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Additional method. The device was returned to baxter and the evaluation is complete. This is an ancillary service event. The high drain 103 (night drain #3) event was identified through an event history log review. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 103 (night drain #3) alarm was identified in the log (includes any standard mode therapy where the patient drain volume exceeds (B)(6) of the maximum prescribed cycle fill volume). The alarm occurred on (B)(6) 2014 at 09:29:55. No further information was available.